Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time may have been changed incorrectly by the customer. Tandem technical support guided the customer through adjusting the pump time to be correct. Customer's blood glucose level was 299 mg/dl.